Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise oversensing was observed in several episodes and led to ventricular pauses. Preliminary analysis did not reveal any irregularities.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, noise oversensing was observed in several episodes and led to ventricular pauses. Preliminary analysis did not reveal any irregularities.